Event description:
It was reported that during implant attempt, the patient had difficult anatomy and after many attempts the rv coil looked damaged. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) defib conductor distorted. The helix was also bent/distorted.